Manufacturer narrative:
Calibration and qc were acceptable. No relevant alarms were observed on the alarm trace data from around the time of the event. The customer used a clotting time of 20 minutes. Based on the sample tubes used, this time is too low; the minimum clotting time is 30 minutes. The customer used a swing centrifuge for 6 minutes at 1520 relative centrifugal force (rcf). Based on the sample tubes used, this time is too short; the centrifugation time is 10 minutes between 1300-2000 rcf. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
The e801 analyzer serial number was (B)(6). The field service engineer (fse) replaced the gear pump head, cleaned out dust, and checked the adjustments of various nozzles and probes. The customer performed acceptable qc. The customer has had no further issues since the service visit. The investigation is ongoing.

Event description:
The initial reporter complained of discrepant results for 1 patient sample tested for elecsys troponin t hs (troponin t hs) on a cobas e 801 analytical unit. The initial result was 134 ng/l. This result did not correspond to the patient¿s clinical profile; the clinician requested new samples and repeat testing of the original sample. A 2nd sample was obtained, and the result was 8 ng/l. A 3rd sample was obtained, and the result was 9 ng/l. A 4th sample was obtained, and the result was 10 ng/l. The original sample was repeated with a result of 7.71 ng/l. This result was believed to be correct.